Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. The patient encountered an ins battery low warning screen. The patient connected the recharger and began a charging session on the call. The patient reported that none of the boxes were filled in at the bottom. The patient repositioned the antenna a few times and reported all 8 were filled in. The patient reported that this happened about 4 days ago, but the poor coupling was also resolved when her husband repositioned the antenna. The patient also reported a loss of therapy and that the last two months the therapy hadn¿t worked well and this morning she felt stimulation stop. No further complications were reported.